Manufacturer narrative:
As no additional information regarding this event is expected, our investigation is complete. This record will be updated if additional information becomes available.

Event description:
It was reported that this patient presented to the emergency room due to a syncopal episode. During review, it was noted that thresholds on this right ventricular (rv) lead were high. The patient's pacemaker was reprogrammed to increase outputs to provide a greater safety margin. It was noted that the patient is pacemaker dependent. Subsequently, the patient reportedly felt contractions on his left side and reported feeling stimulation during exercise. Boston scientific technical services suggested that the patient continued to work with his physician to optimize therapy. No additional adverse patient effects were reported. The pacemaker and rv lead remain in service.